Event description:
A glenosphere guide pin broke during surgery, resulting in a surgical delay of 30-40 minutes.

Manufacturer narrative:
A broken pin caused a surgical delay of 30-40 minutes for the patient.

Manufacturer narrative:
Corrected - lot number. Examination of the returned instrument confirmed the complaint. Previous investigations found the breakages are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(6) 2008 via (B)(4). The complaint sample was manufactured prior to the change. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.